Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date of event. The additional four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that five (5) proglide devices did not deploy properly relative to an unspecified procedure. No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported failure to fire/ deploy could not be determined as the device was not returned for analysis. Factors that contribute to failure to fire/ deploy may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.d10, h3 - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Event description:
Subsequent to the previously filed report, additional information was received stating that the device failure was due to patients scar tissue. Also the event was an endovascular aneurysm repair (evar) interventional procedure. No additional information was provided.